Manufacturer narrative:
(B)(4) the rns system remains implanted and programmed for use.

Event description:
During review of adverse event data for an investigator initiated retrospective data collection study, a serious adverse event was identified that had not previously been reported to neuropace. The event, reported as related to the rns system implant, involved the patient developing a post operative cerebrovenous sinus thrombosis. Post-operative imaging demonstrated right transverse sinus venous thrombosis for which the patient was placed on a heparin drip. The patient was discharge on aspirin. The thrombosis showed resolution on follow-up imaging on (B)(6) 2015.